Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away at home. The caller does not have the death certificate yet. The caller didn't know the customer's blood glucose at the time of death. The last recorded value was 558 mg/dl on (B)(6) 2016 at 4:57 pm. The customer was wearing the insulin pump at the time of death. For the past five years the customer had heart problems. She had a bad reaction to medication, which decreased the heart beat to 38 beats per minutes. The customer had a stimulator; only 35 percent of the heart was functioning. Also, the customer was bitten by a brown recluse. Her medication was changed; she could only eat jell-o but could not hold anything down without throwing up. As a result, she had low blood glucose, passed out, fell out of the chair and hit her head on the floor. Paramedics were called, treated her intravenously, and took her to the emergency room. The customer was wearing the insulin pump during this incident. The caller agreed returning the insulin pump.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with cracked reservoir tube lip. Data analysis: (B)(6) 2016 daily insulin total = 49.000u. (B)(6) 2016 daily insulin total = 72.850u. (B)(6) 2016 daily insulin total = 100.000u. (B)(6) 2016 daily insulin total = 83.750u. (B)(6) 2016 daily insulin total = 61.650u. (B)(6) 2016 daily insulin total = 123.500u. (B)(6) 2016 daily insulin total = 73.200u.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.